Event description:
After the clamp was found to be left unlocked, the catheter was removed. The event of the clamp unlocked was caused by mistake. The patient developed a cerebral infarction afterward and his/her further condition was unknown. Association between the failure to clamp the catheter and the patient health damage was unknown. On (B)(6) 2015 - per email from medicon, the nurse says she may have closed the clamp. The facility believes the nurse failed to do that. However, they have no way to determine whether the clamp remained open due to the nurse's negligence or malfunction of the clamp. Therefore, they requested investigation. It is unclear if they used end caps, but based on the information we obtained, it is quite possible that they didn't. The reason is uncertain.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The complaint of an unlocked clamp was unconfirmed because the problem could not be reproduced. The product returned for evaluation was a 19cm softcell vas-cath dialysis catheter. The sample had arrived at bas with the clamps engaged on the extension legs. Specific examination of the clamps found that they contained no evidence of damage, defect, or deformity. Microscopic examination of the clamps found that there was no evidence of cracking, deformity, or other damage. Functional testing of the clamps proved that they operated as per design, and assessment of the critical dimensions of the clamps and extension tubing found that they were within specification. The investigation concluded that there was no apparent defect with the clamping components or extension tubes. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.